Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified defective buffer valves. The fse replaced the buffer valves to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of high sodium (na) patient results on their au5800 clinical chemistry analyzer. One patient sample was repeated on another au analyzer and result lower. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the data for this patient sample.